Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. Upon the initiation of treatment, the blood leak was visually observed in the dialyzer and the machine alarmed. Estimated blood loss was 350cc's. Pt had no ill effects. Sample is not available.